Manufacturer narrative:
Of the 2 allegations of a malfunction, 0 pumps were returned to animas and investigated. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a remaining insulin reading issue. These reports were received from various sources. The patients associated with this allegation ranged from 12-80 years of age and between (B)(6) pounds. Of the reported patients, 2 were male, were female, and 0 were unknown.